Manufacturer narrative:
The customer reported evaluating the device and found multiple errors in the device error log. The customer acknowledged intermittent display screen issues on this device. Our technical support recommended a hardware upgrade on the end of life display screen. At this time, the customer has not requested a return good authorization (rga) for an analysis of the device/component. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an breath stacking and high volumes, while in use on this ventilator device. The customer reported no patient harm.